Event description:
The customer reported cidex opa disinfectant "overflowing"from their unit. The customer stated that there were no physical complaints reported. Awaiting the report from the asp field service engineer (fse) of the assessment of the customer's unit.

Manufacturer narrative:
Disinfectant leak - awaiting fse eval of unit.